Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient mentioned 2 hospitalization visits, the first one was on (B)(6) 2025 and was discharged the afternoon on (B)(6) 2025 due to not receiving an alert from her continuous glucose monitor (cgm). The second hospitalization occurred on (B)(6) 2025 which is captured in this report. The patient experienced stroke-like symptoms due to low blood sugar levels, leading to hospitalization from (B)(6) 2025 to (B)(6) 2025. According to the documentation, she stated "the same thing happened the second time." Initially tested for a stroke; symptoms attributed to low blood sugar levels. The patient had stroke-like symptoms on the right side of the body. The patient was unable to get out of bed, stand, use her arms, or speak. She was on the floor but managed to call 911. Upon arrival, the fireman checked her blood glucose, which also read 64 mg/dl. The paramedics transported her to the hospital. The patient was treated with glucagon and insulin. The ts agent asked if the sensor reading was correct or alerting her that she was ¿low.¿ the patient confirmed that manual fingerstick (fs) blood glucose readings were higher than those obtained in the emergency room (ER). She was unsure which reading was accurate and could not recall the exact reading unless she looked it up. However, the patient did respond that when her blood glucose (bg) was checked via manual fingerstick (fs), it was ¿higher than what they were seeing in the ER.¿ although additional attempts were made to obtain clarification of event details, no reply has been received. At the time of the report, the patient was okay. Of note, the patient uses insulet omnipod5 in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).